Manufacturer narrative:
(B)(4). As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation, according to the information received the device is still in vivo. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a revision surgery is planned after unknown time in vivo due to potentially broken stem.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on (B)(6) 2018: the availability of the affected product(s) (non-availability with a rationale). Product lot number. All available x-rays, surgical report(s) of implantation and revision. Patient¿s weight, height, bmi, relevant history, dob. Information about other involved products. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient was implanted with unknown revitan stem and a revision has been planned in may 2018 due to potential implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all proximal revitan components are compatible with all distal ones, according to surgical technique. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Conclusion summary: according to event description, a revision surgery was planned due to potentially broken revitan stem. No ref/lot was reported. The product was not returned for investigation. Patient's relevant medical history and adherence to rehabilitation protocol are unknown. No medical data was received to confirm the event. In the absence of necessary info it is not possible to perform a meaningful investigation of the complaint. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Additional information has been received. This case will be invalidated since this event never happened. Please remove this case from your system. Zimmer biomet's reference number is (B)(4).

Event description:
It was now reported that this event never happened. Zimmer biomet was informed about two planned revision surgeries in the same hospital and two cases were opened, but it was now reported that there was a mistake. Only one revision surgery occurred and it is reported under (B)(4) ( MFR 0009613350-2018-00474). This case will be invalidated.